Manufacturer narrative:
Part number# 100-80-1 is not distributed in the us; however is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k871204. The sample associated to this report was received for evaluation. The manufacturing site confirmed the reported cuff herniation but cannot confirm the issue occurred during the manufacturing process. The unit reported defective was also confirmed to have been tested prior to use in our customers medical facility and no issues were detected. This indicates that the cuff was functioning as intended prior to use. We would like to draw your attention to our instructions for use under the heading: warnings/precautions (cuff related) where it states the following: do not over inflate the cuff. Cuff pressure should routinely be monitored and should not exceed arterial capillary perfusion pressure. Over inflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or cuff distortion, which may lead to airway blockage. For tracheostomy tubes intra-cuff pressure will be maintained in the range of 25 to 33 cm h2o.

Event description:
The company received a report where it was claimed that the cuff herniated during patient use. The end clinician reported that the patient was experiencing difficulty breathing and CPR was performed and patient returned to stable condition. The end clinician elected to extubate the tube and reintubate with a replacement tube. It was reported that the removed tube was inflated and visual inspection revealed herniation of the cuff. The tube was replaced without incident.